Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and crease flat. A microscopic analysis was performed which identified: striated broken on radius. Based on the device analysis the final assessment is: striated broken on radius assessed as surgical damage. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.